Event description:
A practice administrator reported that following an intraocular lens (iol) implant procedure, the pt was unhappy with her visual outcome. The administrator reported there was no medical issue with the lens or the procedure, the pt was unhappy due to "visual aim" and expectations. The iol was exchanged. A 19.0 diopter lens was exchanged for a 15.5 diopter lens. The outcome of the event is unk.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).